Event description:
The customer reported the device discharges when the equipment is off. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.